Event description:
The patient had experienced increased baseline pain after a "vigorous walk" and stated that there was a lump in her back where "they inserted the catheter." The patient went to the ER to have x-rays done; they did not see a catheter in the images. The medication being delivered via the device system was not reported. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).